Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the hard error 28118. The fse replaced universal surgical manipulator (usm) to solve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, there was an error on the universal surgical manipulator (usm) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found errors 1121 and 23094 pointing to a usm 1 failure. The tse explained to customer that the usm 1 had to be replaced and that most likely a system power cycle would be irrelevant as the fault might come back at any time. The customer would disable the usm and resume the surgery with 3 usms. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system where it failed in normal mode for errors 23094 and 23118. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed the chip encoder virtual absolute (cva) characterization on pitch cva. The site's system logs reported error 23118 pointing to the pitch cva pca.